Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that previously the device had been functioning but on the latest testing of the implant it was seen that all the electrode channels had hi impedances. There has been no report of any impact.